Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/11/2015 with the following findings: neither battery cap nor cartridge cap was returned with the pump for investigation; test caps were used to complete the investigation. Review of the black box data did not reveal any evidence of the alleged load step malfunction. Several call service alarms (088) were noted in the alarm history. On investigation, ez-prime steps were successfully performed without error, alarm or warning. Investigation, did not duplicate the alleged load step malfunction. The force sensor was evaluated and determined to be reading below specification; force sensor resistance was above specifications. The pump was opened for investigation and revealed moisture corrosion on the printed circuit board involving sever single components (u32, u38, u39).